Manufacturer narrative:
(B)(6) 2021. (B)(6) 2021.

Event description:
The customer reported primary alarm failed. There was no patient involvement.

Manufacturer narrative:
The fault was confirmed; the unit fails the alarm test due to a faulty speaker. The speaker was replaced, full performance verification testing and calibration were completed - device functional and safety tested, all confirmed to be working correctly. The speaker was returned for failure investigation. It was found that an electrical open in the speaker created the primary alarm failure 1102 error code.